Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had reservoir leak. Customer's blood glucose at time of incident was 300 mg/dl. Customer stated that she will see insulin come out on the blue transfer guard and drip out the side. Customer stated the insulin was leaking on the side of the reservoir. Customer was advised to return the reservoir and transfer guard for analysis. Customer was advised that we will replace the reservoir only and kept the transfer guard.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir and performed pre-fill reservoir test. Inspected the reservoir o-rings/stopper groove for anomalies and the reservoir passed per inspection. No leaking anomalies were found during analysis. The transfer guard passed inspection. No dripping was noted.